Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Stryker determined that the cause of the issues was due to a faulty large keypad. After replacing large keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.